Manufacturer narrative:
(B)(6).

Event description:
It was reported that the speed was unstable. The 95% stenosed target lesion area was located in a moderately tortuous and severely calcified right coronary artery. A 1.50mm rotalink plus was selected for use in a rota-percutaneious coronary intervention. During the procedure, an unusual noise was heard and unstable rotation speed was noted. The procedure was completed with a different device. No patient complications reported.